Event description:
The white lumen cracked. A cracked white lumen increases the risk of infection in the pt. The device was placed approximately five months ago and was replaced after three months from date of insertion because of the crack. The patient was admitted to the floor from the ER. The white lumen was then noted to be cracked. We don't have good information of whether this occurred at home or in the ER. Possible contributing factors-unknown. Standard of care maintenance was provided by our staff. We are not able to say with certainty what contributed to the device cracking. The impetus for reporting this event to the FDA is that our organization noted a trend of issues with the 10 fr bard hickman triple lumen catheters.